Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected, troponin vitros (tropi es) results from a single patient sample and a pooled patient sample were obtained when tested on a vitros eci q immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 3090 performance issue is not a likely contributor to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3090. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3090 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out. Vitros tropi es within run precision testing performed by the customer on vitros eci q immunodiagnostic system produced the second outlier result and did not meet ortho acceptable guidelines. As this work was carried out using a pool of patient samples it is possible that cellular debris, due to combining patient samples, was present in the affected pool and may have contributed towards the event. An ortho field engineer attended the site and performed maintenance on the instrument including replacing the incubator shuttle assembly. Following this work the customer was happy with the performance of the instrument and did not wish to carry out any further performance testing; therefore an instrument issue cannot be ruled out as a contributing factor. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, the customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer obtained non-reproducible, higher than expected, troponin vitros (tropi es) results from a single patient sample and a pooled patient sample when tested on a vitros eci q immunodiagnostic system. Patient sample 1 result of 0.084 ng/ml versus the expected result of 0.030 ng/ml. Patient sample pool result 0.123 ng/ml vs. The expected result of <0.014 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported outside of the laboratory. Ortho was not made aware of any allegation of actual patient harm as a result of this event. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint numbers (B)(4).